Event description:
It was reported that the pump was replaced due to normal eri (elective replacement indicator).

Manufacturer narrative:
Concomitant medical products: product ID: 8709 lot# j10823r45, implanted: (B)(6) 2001, product type: catheter. (B)(4). Evaluation summary: the pump was returned for analysis. Analysis of the pump revealed a ¿feedthru anomaly/shorting across insulator¿.

Manufacturer narrative:
Additional information for evaluation summary: device interrogation during analysis indicated that the pump had been delivering baclofen.